Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegations of a hole in cylinder connection tube and mechanical issue was confirmed. Based on a review of all available information, the cause of the reported event was due to a leak in the tubing and the tubing connector attributed to fatigue of the inner layer and a hole was present.based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent a revision procedure due to the product not working, cylinder did not swell through the connection tube hole, and the cylinder not expanding that started two weeks prior to revision procedure with an inflatable penile prosthesis (ipp). The ipp cylinder and pump were explanted and a new ipp cylinder and pump was implanted. During the revision procedure cylinder connection holes in the tube was identified. The patient was stable following the procedure.

Event description:
It was reported that the patient underwent a revision procedure due to the product not working that started two weeks prior to revision procedure with an inflatable penile prosthesis (ipp). The ipp cylinder and pump were explanted and a new ipp cylinder and pump was implanted. During the revision procedure cylinder connection holes in the tube was identified. The patient was stable following the procedure.

Event description:
It was reported that the patient underwent a revision procedure due to the product not working, cylinder did not swell through the connection tube hole, and the cylinder not expanding that started two weeks prior to revision procedure with an inflatable penile prosthesis (ipp). The ipp cylinder and pump were explanted and a new ipp cylinder and pump was implanted. During the revision procedure cylinder connection holes in the tube was identified. The patient was stable following the procedure.